Manufacturer narrative:
This report was mailed in to FDA on: 5/8/97.

Event description:
Additional info received from user facility details that there was no relationship between this event and the lens.